Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "this suture snapped almost too easily according to the scrub nurse.¿ please clarify: what was being done when the suture broke, removal from package or during passage through tissue? Please clarify what is the specific issue with the device during this procedure? Did the suture detach from the needle? Did the suture also break? Where did the suture break? Did the suture only break at the point that it is attached to the needle? What tissue was being approximated or sutured when it broke? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, the suture snapped easily. No adverse patient consequences were reported. Additional information was requested.